Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer also reported that the insulin pump had motor error alarm. Drive support cap was normal. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.